Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2010. The cca was advised the patient manages her diabetes with a combination of metformin tablets and byetta injections (amounts not specified). It is not known what action the patient took at the time of the alleged issue. On (B)(6) 2010 at 2am, the patient claimed she felt symptoms of shaking, illogic thinking and "unable to dial for help." About 230am that same early morning, emergency medical services (ems) was contacted and administered the patient intravenous (IV) glucose. The patient stated she obtained a blood glucose result of "89 mg/dl" on the ems meter. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the batteries did not need to be replaced. The cca tried to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, reportedly developed symptoms suggestive of severe hypoglycemia and required medical intervention from a health care professional (hcp) after the alleged meter issue began.